Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had a sensor that didn't work right. It was telling to do a blood glucose and then to calibrate. The customer couldn't calibrate it because the blood glucose was high, so waited until got to the 200's, then it did the same thing twice. The customer reported that her blood glucose was 460mg/dl something. Then blood glucose was 260mg/dl. The customer declined high blood glucose, calibration not received, change sensor and sensor glucose and blood glucose issue troubleshooting. Sensor glucose was off by over 100 points off when she tried to calibrate, she got a calibration not accepted and then she waited and calibrated and then got a change sensor. The insulin pump will not be returned for analysis.